Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eye on the urethral catheter was sharp and the tip was slightly bigger than usual.

Manufacturer narrative:
The reported event was unconfirmed. Per the internal standard, the french size is to measure 16 french over the entire shaft and tip. The device was dimensionally evaluated and was found to be 16 fr over the shaft and tip of the device. Although the event was unconfirmed, the reported event has a potential root cause of improper latex formulation during the dip form processing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Single use do not use if package is damaged. Do not resterilize keep away from sunlight contains or presence of natural rubber latex. Lot number catalog number use by sterilized using ethylene oxide caution, consult accompanying documents."

Event description:
It was reported that the eye on the urethral catheter was sharp and the tip was slightly bigger than usual.